Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 18-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (2500mcg/ml at 136mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. The patient's medical history included stroke. It was reported that the patient had no symptoms. During a normal pump replacement the catheter cerebrospinal fluid (csf) would not aspirate, so a full system replacement was performed. During catheter removal in the spine it was discovered that the catheter was broken on the spine side. There were no environmental, external, or patient factors that may have let or contributed to this event. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.